Manufacturer narrative:
On (B)(6) 2015, a medela clinician confirmed that the customer's mastitis was resolved. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.

Event description:
On (B)(6) 2015, the customer reported to medela customer service that her freestyle breast pump battery would not charge and that she was getting over mastitis. On (B)(6) 2015, a medela clinician followed up with the customer and confirmed that she was diagnosed with a mastitis infection and prescribed clindamycin, by her physician. She states that she has fully recovered from the mastitis infection.

Manufacturer narrative:
On 12/11/2015 the device was returned to medela and evaluated by quality engineering on 01/29/2016, at which time the device performed to specifications and the battery powered on the pump. See attached for product evaluation.